Event description:
Customer reported via phone call that act button on insulin was difficult to press. Customer also reported to have received a compromised forced sensor alarm during priming. Customer states drive support cap was protruded. Customer's blood glucose was 180 mg/dl. Customer reported to have dropped insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.